Event description:
MFR received report through third-hand info. Several days after intra-operative use of product, the pt's eye "was hard as a rock" and vision loss was reported. No add'l info is available.